Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. The customer's blood glucose (bg) level was 514 mg/dl. Customer address their bg with a manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.